Event description:
A balloon ruptured on the second inflation during an arteriovenous hemodialysis fistula graft procedure. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was rec'd, evaluated and retained by this MFR. The engineering evaluation indicated the shaft under the balloon was bowed and flattened. The balloon was torn circumferentially around the distal transition zone next to the distal bond. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcifiction. This device displayed characteristics consistent with overpressurization, a bowed shaft under the balloon, as well as contact with a sharp external source, scratches on the balloon surface. Co believes the above factors contributed to this event and do not attribute it to the device. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."